Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator generated a diagnostic code that rendered it into an inoperable state. The ventilator was not in use on a patient at the time the malfunction occurred.